Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. Additional information was obtained through the peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2019 with complaints of abdominal pain. A pd effluent culture was obtained, however, was negative for growth. On (B)(6) 2019 the patient returned to the clinic with additional symptom of cloudy pd effluent. Another culture was obtained, and the patient was initiated on intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency and duration unknown). The following day, (B)(6) 2019, the patient symptoms worsened, and they were admitted to the hospital. The clinic culture results were positive for pasteurella multocida. The patient was discharged (B)(6) 2019 on oral amoxicillin 500mg daily for 24 days. According to the pdrn the patient stated that during treatment on (B)(6) 2019 the external bag was loose and they had air in the line, however, there were no leaks reported. The pdrn stated they believe this is relapsing peritonitis as the patient had an episode in (B)(6), however, was not confirmed by medical records. At the time of that event, the patient reported the external bag leaked as they were connecting for treatment (unknown date), however, continued to complete the treatment. The pd effluent for that event did not result in growth but the patient was still treated for peritonitis with ip vancomycin for 24 days (dose unknown). The symptoms for this (B)(6) event began two weeks post antibiotic treatment for the april event. Clinical investigation: there is a temporal relationship between pd therapy with the liberty select cycler and liberty cycler set and the patient event of abdominal pain and peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the peritonitis and the cycler set. The patient reported to the pdrn there being a loose connection to the external bag with air in the line with no leaking. The pdrn believes this is a recurring episode of peritonitis from april and not due to the issue reported by the patient. The culture result of pasteurella multocida indicates that there was contamination to the patient¿s pd catheter connections or with the cycler set by canine or feline origins as this organism is found in both. There is potential that the patient attempted to secure the alleged loose connection without use of proper aseptic technique resulting in the contamination. Based on the available information and the culture result of pasteurella multocida, the liberty select cycler can be excluded as the cause of the adverse event. However, it cannot be determined if there was a loose connection as alleged by the patient resulting in the patient tightening the connection with improper aseptic technique. Therefore, it cannot be concluded if the liberty cycler set contributed to the event of peritonitis.